Event description:
It was reported that during an oral surgery, a blade broke. It was further reported that there was no patient or other injury occurred and the operation was completed successfully.

Manufacturer narrative:
H3 and h6: the manufacturing record for the product was reviewed. No issues were identified that may have contributed to this alleged event. The device allegedly involved in this issue was returned for evaluation. Upon visual examination, it was confirmed that the device broke at the join between the blade and the arbour. The returned blade was measured where possible and all specifications for material thickness, toothset and blade width were met. The hardness of the returned device was measured and found to be above specification. However, it is not thought that this contributed to this alleged event. It has not been possible to determine the root cause of the break. It could have been caused by prying while cutting but this cannot be confirmed. High hardness could make the blade more brittle, but the investigation results indicate that this is unlikely to be the root cause of the failure.